Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 06/10/2016 with the following findings: the battery compartment was cracked at the case seal to the left side of the bumper pad. Unrelated to the complaint, the bolus button cover was found to be missing and therefore the audio bolus button was unable to be tested. (B)(6). (B)(4).

Event description:
The pump was returned for investigation. The battery compartment was cracked at the case seal to the left side of the bumper pad. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on 06/10/2016.